Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range impedance measurements, with the measurements increasing gradually. The patient will continue to be monitored. This rv lead remains in service. No adverse patient effects were reported.